Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. Balloon was ruptured in the central area. Ruptured piece was not returned, the edges of ruptured latex appeared not to match. Both balloon windings were intact. No other visible damage was observed from catheter. Through lumen was patent without any leakage or occlusion. Customer report of balloon burst was confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when inflating the balloon of this fogarty embolectomy catheter before the procedure, the balloon burst. To solve the issue the device was replaced with a new unit. There is no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Further investigation was completed by the engineers and based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Per the IFU "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume for each size catheter".